Event description:
A hospital in (B)(6) reported that an electrical adapter would not fit in to the connection on the end of an rt329 infant breathing circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. The inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).